Event description:
It was reported that the patient has expired after an implant duration of approximately 1.83 months. Through follow-up with the health-care provider, a copy of the discharge summary was received. Per the discharge summary, cvvh was stopped in the morning of (B) (6)2010, and the patient expired that afternoon. The following complications were also noted in the discharge summary: respiratory failure; acute renal failure requiring cvvh on (B) (6)2010 (thought to be due to atn/sepsis/hemodynamic instability); (B) (4); rapid atrial fibrillation; delirium/agitation (thought to be multifactorial - ICU delirium, meds, sepsis); pna/vap/hap; and lgib.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information regarding this event was learned through the operative report (for surgery of (B) (6)2010) and the discharge summary received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A nurse reported that a patient was having issues with priming. The nurse stated she thought the frangibles were getting caught in the luer lock impeding flow and causing air in line. No patient injury or medical intervention was reported.